Event description:
The asset duodenovideoscope was returned to the service center for an annual inspection with no reported complaint. During the evaluation of the device, the adhesive at the distal end area was peeling. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the malfunction was traced to component failure, however, a root cause could not conclusively be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.